Event description:
Caller reported a malfunction on pump, specifically malfunction code 9, but no notable events occurred prior. There was no adverse impact to customer's blood glucose level. Technical support assisted caller with resetting pump and provided information on pump reset. After resetting, malfunction code did not recur and customer was advised to continue using pump and instructed to call back if issue recurs.